Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of air-in-line alarms in the log which were determined to be the customer reported "constant alarms". The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported "constant alarms" were verified. The cause was determined to be continuity across the ultrasonic sensor flex pins, which was discovered during a visual inspection. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.